Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. The lv lead pacing impedance weekly trend data was steady throughout the record with minimums of 247 ohms up to a maximum of 304 ohms. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Lv capture management weekly trend data shows threshold elevated throughout the record with measurements ranging from a minimum of 1.875v up to a maximum of 4.25v. Concomitant medical devices: d314trg ICD; implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.